Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was not working. There was a solid black circle next to the time on the screen. The device had alarmed a compromised force sensor system. The customer was hospitalized for three days due to having high blood glucose when the alarm occurred. They were wearing the insulin pump at the time of admission. The customer¿s blood glucose during the incident was 446 mg/dl. Their current blood glucose was 486 mg/dl. The customer was currently off the device and was using manual injections to treat. They also received a battery out limit alarm. They were unable to rewind or prime the device since the compromised force sensor system alarm occurred. They were unable to access the menus. The insulin pump will be returned for analysis.